Manufacturer narrative:
The customer did not return any material for investigation. The related retention test strips were tested in comparison to master lot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The customer used both strips lot 27216611 and 31404312 and was not sure which strips were used for which result. Patient 1 meter results were 5.3 inr, 4.7 inr, and 4.6 inr. The result from a hospital was 4.0 inr. On (B)(6) 2018, patient 2 meter results were 7.4 inr, 7.5 inr, 7.7 inr, and 5.9 inr. There was no allegation of an adverse event.